Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "the use of products containing silicone can cause deposits of white foreign material. If the customer used them, there is a risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use." The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects in the jet tube. There was no patient involvement.